Manufacturer narrative:
The client reported the product malfunction on softlab version 4.0.3.8 using dora version 2.0.0.7 with hot fix 1.6595. Affected products include any version of softlab using dora versions 2.0.0.4 (with hot fix 1.2808, 1.2809, 1.2956, or 1.3476), 2.0.0.5, 2.0.0.6, 2.0.0.7 with hot fix 1.6595, and 2.1.0.3. Method: inspected source code of program.

Event description:
A low level database function in a component that communicates information between scc applications (such as softlab) and an oracle database, handles recovery from certain types of table access conflicts by automatically retrying a series of database operations. Such conflicts are extremely rare but when they occur, this function has the potential to cause faulty writing to the database which could result in patient results being sent to the wrong patient record. No adverse patient event is associated with this issue.